Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the physician was advancing the delivery system into the pseudocyst, the ceramic tip of the delivery system broke off and fell into the patient. The device was removed from the patient with the outer sheath fully covering the stent. The tip was removed from the patient using a basket. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of tip detached. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the tip of the returned device was detached and the outer sheath was kinked near the black marker. The stent deployment hub and control hub were returned in their original position. The control lock was retuned unlocked and the stent was returned undeployed. A microscopic evaluation noted the tip was detached and the surface of the cut section was not smooth. There were no other issues noted. The reported event of tip detachment was confirmed. Additionally, the outer sheath was returned kinked near to the black marker. The damage of the tip and sheath may be related to the interaction between the device and the scope (elevator position) during the introduction, the excessive force applied over the device during the procedure, as well as the handling of the device during the process. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the physician was advancing the delivery system into the pseudocyst, the ceramic tip of the delivery system broke off and fell into the patient. The device was removed from the patient with the outer sheath fully covering the stent. The tip was removed from the patient using a basket. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.